Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported difficulty to advance through a y connector was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes h6: correction health effect - impact code 4656 was removed h6: correction component code 4755 was removed h6: correction type of investigation code 4114 was removed h6: correction investigation findings code 3221 was removed h6: correction investigation conclusions code 4315 was removed h11: additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed report, it was reported that the device had difficulty being advanced through a y connector and there was patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported proximal shaft separation could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 4.0x15 mm xience xpedition stent delivery system (sds), the device was noted to be separated. A new same size device was used to complete the procedure. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.